Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm at random. The pump is being replaced due to patient insistence/lost confidence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/01/2014 with the following findings: a review of the pump black box data revealed a cs 064-0008 call service alarm. The alarm was duplicated during the rewind step while the pump was exercised. The pump could not be exercised for 24 hours due to the alarm. The pump case was removed, and testing revealed an internal motor failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.